Event description:
It was reported that the caller experienced a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete instructions on resetting the pump, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.